Event description:
Received information that due to a malfunction, the patient was removed from the ventilator. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien inspected the device and replaced the power supply. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).